Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h3: device manufacture date, h6: evaluation codes. Corrected data in the following fields - d2: common device name, d3: catalog number, h6: device code and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported by the sales representative that while using bhs unit, the patient felt the unit, and it was painful afterwards. The patient stated that they had sharp pain in foot and pain level was at 10 on a scale of 1-10. The pain subsided when the patient was not treated. The patient did not increase any activity. The patient spoke to their doctor who advised them to stop treating over the weekend and would switch the patient to different unit. No further consequences were reported. The bhs assembly and sflx xl coilette were not returned.

Event description:
It was reported by the sales representative that while using bhs unit, the patient felt the unit, and it was painful afterwards. The patient stated that they had sharp pain in foot and pain level was at 10 on a scale of 1-10. The pain subsided when the patient was not treated. The patient did not increase any activity. The patient spoke to their doctor who advised them to stop treating over the weekend and would switch the patient to different unit. No further consequences were reported. The bhs assembly and sflx xl coilette were not returned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.